Event description:
It was reported that an ilet user experienced interrupted automated insulin delivery after a dexcom g7 sensor was replaced but not started on the ilet, resulting in the system operating without cgm input and suspending dosing while the user consumed breakfast. Symptoms included hyperglycemia with a reported blood glucose of 399 mg/dl, later trending down to 382 mg/dl after the sensor was properly started and connected. Outcomes included no alerts or alarms from the ilet and no need for medical intervention or hospitalization, with the user opting to monitor glucose and declining follow-up. Investigation included troubleshooting and user education to confirm the sensor code, enter a blood glucose value into the ilet, and complete sensor start and pairing on the ilet. Investigation of this case revealed user setup error related to not initiating the newly inserted cgm sensor on the ilet, which resulted in suspended insulin delivery. It was concluded that the event was due to use error and that the device functioned as designed once the cgm was started and paired. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.